Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12454. It was reported, the patient experiences discomfort at the ipg site where the leads are near the ipg. The patient also reported stinging and increased pain at the lead in the left side of her neck when stimulation is on. Note the leads were place peripheral (off label use). The patient also needs a myelogram. The patient requested the scs system be explanted.